Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11, getinge field service engineer (fse) was dispatched to evaluate the unit and the record is still awaiting a response of what evaluation and repair was done. The record will be rejected and updated when that information becomes available.

Event description:
It was reported during pre-use testing that cardiosave intra-aortic balloon pump (iabp) the screen background color turned red. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name:(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.